Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator failed pressure transducer test during pre-use check. The investigation revealed that the pneumatic back-plane printed circuit board (pcb) was defective. The reported problem was solved by replacing the pcb. After replacement, the ventilator passed all functional, safety, and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. The received logs confirmed the reported problem at (B)(6) 2021. The replaced part was not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#:(B)(4).